Event description:
The following was reported to hamilton medical ag: · die combination single use expiratory valve set (pn 161189), breathing circuits (not specified) and a hamilton-t1 ventilator causes during neonatal transport a exhalation obstruction alarm. Repositioning or replacing of the single use expiratory valve set (pn 161189) activates the alarm again. By replacing the single use expiratory valve (pn 161189) with a reusable exhalation valve (not specified) no alarm gets activated. · this malfunction was noticed during transport of neonatal patients. · the alarm was observable both visually and through hearing. ID 141018 (exhalation obstructed). · this malfunction is reproducible. This happened 3 times by on and the same user. · patient involvement is reported. This occurred during neonatal transport. · there was need for medical intervention reported. During neonatal transport the ventilator device hamilton-t1 alarmed and it was needed to exchange the single use expiratory valve set ham pn 161189 with a reusable exhalation valve (not specified). · neither delay in treatment, harm to user or third party has been reported. Harm to patient is reported but not further explained. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is cer (B)(4). Investigation still ongoing.

Event description:
The following was reported to hamilton medical ag: die combination single use expiratory valve set (pn 161189), breathing circuits (not specified) and a hamilton-t1 ventilator causes during neonatal transport a exhalation obstruction alarm. Repositioning or replacing of the single use expiratory valve set (pn 161189) activates the alarm again. By replacing the single use expiratory valve (pn 161189) with a reusable exhalation valve (not specified) no alarm gets activated. This malfunction was noticed during transport of neonatal patients. The alarm was observable both visually and through hearing. ID (B)(4) (exhalation obstructed). This malfunction is reproducible. This happened 3 times by on and the same user. Patient involvement is reported. This occurred during neonatal transport. There was need for medical intervention reported. During neonatal transport the ventilator device hamilton-t1 alarmed and it was needed to exchange the single use expiratory valve set ham pn 161189 with a reusable exhalation valve (not specified). Neither delay in treatment, harm to user or third party has been reported. Harm to patient is reported but not further explained. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is cer (B)(4). Investigation still ongoing. Hamilton medical ag complaint number: cer (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. According to lot no. This expi was part with pn260170. Hce is the manufacturer, we don`t have access to their system.